Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. The stent struts on proximal end were lifted, stretched and bunched in a distal direction. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube identified no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). Following pre-dilatation with a 2.5x15mm non-bsc balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion due to severe calcification and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). Following pre-dilatation with a 2.5x15mm non-bsc balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion due to severe calcification and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.